Manufacturer narrative:
The permanent cautery hook instrument involved with this event has not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that a fragment from the permanent cautery hook instrument broke and fell inside the patient. The fragment was reported to have subsequently been retrieved during the same da vinci surgical procedure. However, at this time it is unknown what caused the breakage to occur.

Event description:
On (B)(6) 2017, intuitive surgical, inc. (Isi) received a user facility medwatch 1901760000-2017-8008 stating while the surgeon was using the cautery hook device a small piece of plastic broke off. It was retrieved immediately by the surgeon. On 05/10/2017, isi contacted the site's robotics coordinator and obtained the following information. It was reported that during a da vinci-assisted nissen fundoplication procedure, a small piece of the permanent cautery hook instrument broke off and fell inside the patient. It was confirmed that the fragment was retrieved by the surgeon right away. It was also confirmed that it is the site's protocol to inspect all instruments prior to use and the cannulas are inspected with the gage pin. The robotics coordinator also confirmed that there was no collision of instruments. The procedure was completed, and no adverse outcome or injury was reported. There have been no post-operative complications reported.